Event description:
It was reported that the programmer would not power up. Other electrical outlets were tried and it was ensured that the cord was connected correctly. It was further noted that the programmer was brand new and that this was considered an "out of the box" failure. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found the power supply out of specification electrically, that the programmer would not power up.